Event description:
Patient had 2 perclose on right femoral vein, during dilation from 12f to 24f, one of the perclose threads broke off. Leaving only 1 perclose remaining to close the 24f hole. The right femoral vein site then needed a figure 8 suture to close the puncture site and obtain hemostasis.